Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, but they did not provide the actual bg level. Cause of low bg was unknown. It was reported that the customer¿s spouse called 911 but would not provide any more information about the event. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.